Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system would not prime" (failure to prime); "system message displayed" (device error message). The customer reported a system message displayed and the system would not prime. The system was switched out to proceed with the surgery. No pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problem reported. The fluidics module was replaced. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).